Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city, postal code), d4 (expiration date, lot #), g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p4j0887). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy (lsg) procedure, there were difficulties with retracting the knife blade on the egia handle and reload after firing. The procedure involved using an xl manual handle, where the first and second reloads functioned correctly, but the third reload encountered issues with the blade not retracting when the black handle was pulled. The doctor was eventually able to retract the blade, and the staple line appeared intact. The handle was replaced with a new xl handle, and the procedure continued without further incident. No patient complications had been reported as a result of this event.